Event description:
Information received from the patient reported their implantable neurostimulator (ins) never helped any of their pain since implant so they stopped using and charging it. They let the ins battery discharge and then stopped charging it. It was noted that the patient had not charged or used the therapy in over a year. An overdischarge (od) was suspected on the ins. The MRI facility needed "something" faxed to them stating that the patient's ins was off so they could have an MRI. The patient was told by someone at the healthcare professional's (hcp) office that the ins probably "wouldn't come back after this long". Because the ins therapy didn't work for them they were going to have back surgery. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.